Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Analysis found alerts for low battery voltage recommended replacement time.

Event description:
It was reported that the device reached elective replacement indicator in less than 4 years. It was also reported that there was early battery depletion. The device was eplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4), crdm non-defib lead, 2007; (B)(4).